Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during surgery, after the 1st "fast fix 260 curved needle" was placed and released, both sutures tore out of the meniscus when the know was tightened. The defective parts and thread remnants could be successfully and completely removed. The procedure was successfully completed without significant delay using a back up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator tip is in the t1 pre-deployment position. No physical damage visible to the device. A functional evaluation revealed the actuator tip and deployment knob function as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.